Event description:
Customer reported the right monitor went dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter and image processor pcbs. System operates as intended. (B) (4)